Manufacturer narrative:
The hcg reagent lot number was 51653900 with an expiration date of 30-apr-2022. Based on the calibration and qc results, a general reagent problem could be excluded. The investigation reviewed the system's alarm trace and found multiple errors regarding abnormal sample aspiration and abnormal sample probe movement. This is an indication of bubbles in the reagent or sample and sample clots. The investigation determined the event was consistent with a preanalytical sample handling issue. The investigation did not identify a product problem.

Manufacturer narrative:
The customer's calibration and qc results and the results were ok. The investigation reviewed the system's alarm trace and did not discover any abnormalities. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys hcg + beta test system results for one patient tested on a cobas 6000 e 601 module. The patient's initial hcg result was reported outside the laboratory. The patient's initial hcg result did not align with the patient's clinical status as a positive hcg result was expected. The customer performed repeat testing with the patient's sample. The patient's initial hcg result was 0.499 miu/ml. The patient's repeat hcg result was 1645 miu/ml. The hcg reagent lot number was 51653900 but the expiration date was requested but not provided.